Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records received and engineering evaluation. Sections g6, h2 and conclusions in this section have been updated. Section b5 was corrected. Section h6 codes were added: type of investigation. H6 codes were corrected: device code, investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this pvl. The exact cause of the reported event could not be determined due to limited information available, but it is possible that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. A computerized tomography was reviewed and showed a chunk of calcium on the non-coronary facing cusp. The complaint for calcification was identified via provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 9 months after a transfemoral tavr procedure to implant a 23 mm sapien 3 ultra valve, the patient presented with symptoms of dyspnea and heart failure. Per medical records received, the admission diagnosis was paravalvular leak (pvl) of the previously implanted valve. An echocardiogram noted a mean gradient of 28 mmhg. A valve in valve procedure was performed with a 23 mm sapien 3 ultra resilia valve. Dilation was performed using a 24 mm true balloon, the valve was then deployed, and post-dilation was performed. A final angiogram was completed to confirm valve position and function. No procedural complications were reported, and there was no central leak post-procedure. The valve was successfully implanted, and the patient was reported to be in stable condition at the conclusion of the procedure. A computerized tomography was reviewed and showed a well-expanded 23mm s3u valve at inflow and outflow, but at mid valve it measures 20.8mm (0.5mm added for outer diameter). The valve is in good position. In addition, there is commissural thickening and a chunk of calcium on the non-coronary facing cusp.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 9 months after a transfemoral tavr procedure to implant a 23 mm sapien 3 ultra valve, the patient presented with symptoms of dyspnea and heart failure. Pre-procedural assessment indicated stenosis and paravalvular leak (pvl) of the previously implanted valve, with reported mean/peak gradients of 35-50 mmhg. A valve in valve procedure was performed with a 23 mm sapien 3 ultra resilia valve. Dilation was performed using a 24 mm true balloon, the valve was then deployed, and post-dilation was performed. A final angiogram was completed to confirm valve position and function. No procedural complications were reported, and there was no central leak post-procedure. The valve was successfully implanted, and the patient was reported to be in stable condition at the conclusion of the procedure.